Manufacturer narrative:
E1: initial reporter phone number is (B)(6), reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a mismatch in the data regarding the timing and the amount of the patient's atrial fibrillation (af) from this implantable pacemaker. Ts confirmed that the atrial tachycardia response (atr) episodes in question were overwritten by the device before the next scheduled transmission, as the number of recorded atrs was greater than the maximum device storage capacity for that event priority. During the data review, the physician noted that some of the atr events were the result of far-field over-sensing. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.